Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. Upon switching to ij access, a sheath was used without echo imaging guidance to place the wire. Once imaging became available, it was observed that the wire was wrapped around the ICD lead. An attempt was made to correct the issue using the delivery system (ds). The ds was moved more atrial and relaxed primary and wire was pulled back and immediately pushed back out. As the ds was advanced deeper into the ra, the ICD lead moved along with it, indicating continued entanglement. The wire was pulled back too far, fully into the ds, and then the wire was rapidly re-advanced. About a minute later, the blood pressure dropped and a pericardial effusion was noted. A pericardiocentesis was performed and then the decision was made to convert to open-heart surgery to repair the suspected laceration from the wire. The surgeon noted the laceration was located in the right atrium (ra) but did not provide details regarding its size. The injury is suspected to be near the inferior vena cava (ivc)- ra junction, though this has not been confirmed. The patient was placed on right ventricular mechanical support.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with other empirical evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The available information indicates that wire manipulation after the entanglement with the ICD lead during internal jugular (ij) access was likely the primary cause of the right atrium (ra) injury. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.